Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D4: expiration date and unique identifier (UDI) number were added. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was added. H6: type of investigation was added: 3331 and 4109. H6: investigation findings was added: 213. H6: investigation conclusions was added: 67. H10: narrative/data was updated. The packaging was returned for investigation. Visual inspection of the as returned product packaging identified complete packaging for the reported device and no healing collar. The sterile seal on the bubble tray was opened. The packaging malfunction (no device in packaging) could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown.

Event description:
Doctor reports that when opening package during procedure and assistant peeled the seal back and tipped it over nothing came out. It was over the counter on the surgical cassette; guaranteed it did not fall out or get lost. They opened another package and used a different healing abutment.